Event description:
After a secondary focal ablation, pt developed a benign intrinsic stenosis and experienced dysphagia which was subsequently dilated and the pt¿s symptoms were resolved. The severity of this event was not given by physician, and relationship of the event to the device procedure was not given, and there was no device malfunction indicated.